Manufacturer narrative:
Eval summary: one instrument was received in good visual condition fully loaded with staples. Functional tests were performed with the return cartridge and it fired, cut, and formed all the staples without any difficulties. The event described could not be recreated as the staple line resulted with a proper staple formation. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
When the device was used during a coronary procedure, it fired malformed staples. The case was completed with another device without pt consequence.